Event description:
Customer stated that the meter will not turn on. Customer put a strip in and nothing is on the screen. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided.